Event description:
It was reported that the pump reservoir was empty on (B)(6) 2012. The patient was scheduled for a refill on (B)(6) 2012, but cancelled that appointment. It was reported that the patient was seeing the critical empty reservoir error code on the ptm. It was reported that the device system was used to deliver morphine, but the patient also stated ¿there¿s something else, too. Muscle relaxer of some sort¿. The pump reservoir was refilled on (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n238367, implanted: (B)(6) 2010, product type accessory. (B)(4).